Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
On (B)(4) 2018 arjo received a service request with indication that the sling clip detached from the maxi sky 600 ceiling lift's spreader bar. The lift was inspected by arjo representative. No additional information was released at the time. On 2018-03-15 arjo has become aware that the event resulted in injury. On 2018-03-19 arjo representative visited the customer. Following information was received: on (B)(6) 2018 the clip detachment failure occurred during resident transfer from a chair to bed. While the caregivers started to turn/move the resident to bed, right leg clip came loose and fell towards the floor. The resident reacted by leaning back to lift leg and in consequence he hit his head on the bedside table. The caregiver sustained a shoulder sprain while trying to prevent resident's backward move and medical leave was required. As a consequence of hitting their head on the bedside table, the resident sustained a head injury and was initially treated by an on-site emergency team. The extent of injury is unknown.

Manufacturer narrative:
On (B)(6) 2018 arjo received a service request with an indication that the sling clip detached from the maxi sky 600 ceiling lift's spreader bar. The lift was inspected by arjo representative. No additional information was released at the time. On (B)(6) 2018 arjo has become aware that the event resulted in injury. On (B)(6) 2018 arjo representative visited the customer. Following information was received: on (B)(6) 2018 the clip detachment failure occurred during resident transfer from a chair to bed. While the two caregivers started to turn/move the resident to bed, right leg clip came loose and fell towards the floor. The resident reacted by leaning back to lift a leg and, as a consequence he hit his head against the bedside table. One of the caregivers tried to prevent resident's fall by supporting and keeping the resident body leaned onto her arm and legs. The third caregiver was called and found resident partially on the side of the bed. The bed was lowered and the resident was moved to the center of the bed mattress safely. The involved resident was reported to have a tendency to moves often when being lifted in a sling, however the caregivers did not manage to recall if this occurred during this event. As a consequence of hitting the head on the bedside table, the resident sustained a head injury and was initially treated by on-site emergency team. The caregiver, who was trying to prevent resident's fall received a shoulder sprain and medical leave was required. The model number of the sling involved in the event was mesh sling maa4060-l and it was fitted with black zig-zag clips. The serial number was not provided due to unreadable label. The sling was inspected internally at the customer facility. According to the document received from the customer: "the clips passed resistance test with tool. At the bedside, clips from sling fit more tightly on left and looser on right post on ceiling lift bar. If resident moved, it is possible that he could displace clip." The inspection of the involved ceiling lift was also performed by an arjo representative. The lift was found to be in good working condition. Arjo representative has also inspected all lifts on the wing of the facility (approx.18 in total) and measured all lugs with a vernier calipers. The size of the lugs was found to meet the manufacturer's specification. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). A sling clip, once correctly attached and monitored to stay in place by caregivers as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. It cannot go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug. It cannot go downward as it is suspended on clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. During the clip detachment the person is likely to fall away from the sling, toward the corner where the clip is not in place. Following all details reported the patient was lifted from the chair, therefore from the seated position. In order to place the patient onto the bed, the spreader bar need to be moved to a horizontal position and turned into appropriate direction. Based on our knowledge, when the resident is in horizontal position and the clip is properly attached on the spreader bar lugs, it is possible to detach the legs clip connection unintended resident's movements/kicking. It is also possible that the clip might detach during the resident transfer when the clip is attached incorrectly (unstable position of the clip sling - the lug not locked at the top end of the clip) and the sling or the spreader bar is subjected to movement (during patient repositioning, resident's movement, sudden jerk, accidental collision with other object, etc.). The caregivers are obligated to check the clip attachment before transfer, as well as during the lifting process (continues check that all clips stay in place is required). The maxi sky 600 instructions for use (IFU 001.14150.33 rev.15) warns: "always confirm that the sling remain attached as the weight of the patient is taken up. A wrongly fixed attachment could detach resulting in patient fall." The passive clip sling IFU (04.sc.00 rev. 2) also warns: "to avoid the resident from falling, make sure that the sling attachments are attached securely before and during lifting process." What is more, the sling IFU indicates the steps of proper sling attachment and lifting process: "[...] 16. Slightly lift the resident to create tension in the sling. 17. Make sure that: · all clips are securely attached · all straps are straight (not twisted) · the resident lays comfortably in the sling. [...]." It was indicated that the resident often moves when being lifted in a sling. In this case the caregivers shall cross the leg clips, as it is stated in the lift IFU: "if the resident is prone to kicking off the leg clip, the crossed attachment of the leg clips shall be applied, which will prohibit the clip from being kicked off." Finally, the labelling for the lift device and sling indicate the system should be used by trained personnel that are aware of the IFU contents. No malfunction with the sling, neither lift that could have caused or contributed to the clip detachment was reported. Based on the product knowledge and simulations, it comes forward that when the labeling is followed and the sling is placed in the correct way and the instructions of using the system are followed, there is no possibility of a patient drop or other adverse event during the transfer of the patient. Review of similar complaints, reported in the past confirmed that this failure is only possible to occur when the labeling is not followed. To conclude, the system - clip sling and ceiling lift was used for patient's care and in that way contributed to the alleged event. No defect has been found within the sling and lift, but since the sling clip detached from the spreader bar, it can be stated that the system did not perform as intended. We report this event to competent authorities based on potential for serious injury if the incident would to recur.

Manufacturer narrative:
Collection of information is ongoing. Additional information will be provided upon conclusions of the manufacturer's investigation.